Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total pelvic procedure in 2019 and the suture was used. While the tissue was penetrating during the procedure, a needle snapped in the middle. The broken piece was retrieved and another like suture was used. There were no patient consequences reported.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: it was reported performance needle breakage. Two failed suture needles, labeled as (B)(4), were submitted for fractographic evaluation. A fracture was observed in the body of sample a. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needles. The fracture surface was examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fractures and lacroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn¿t be reviewed as the batch number is unknown the evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.